Manufacturer narrative:
No button error alarm was noted. The act button did not respond due to corroded keypad traces. No display anomaly was noted. The functional tests could not be performed due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported the insulin pump was alarming button error. Customer's blood glucose was 206 mg/dl. Customer stated she was in the process of entering her blood glucose and the numbers kept ramping on there own. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.